Manufacturer narrative:
Date sent: 3/11/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, there was dropping clips. The surgeon actioned the handle to apply the first clip, it released correctly by the feed bar but did not stay between the device's bits. Another device was used to complete the case. There were no adverse consequences to the patient.